Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The product was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door was missing. The reported problem was confirmed. The root cause of the reported issue was found to be the desiccated absorber was creating an obstruction. The technician replaced the desiccated absorber. The device passed final functional test. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device alarmed occlusion constantly and no occlusion. No patient injury was reported.